Event description:
Covidien received information that a ventilator was giving inaccurate (o2) oxygen readings while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found that the oxygen (o2) sensor was cracked. The oxygen sensor was replaced to correct the malfunction and the device operated within the manufacturing specifications.(B)(4)